Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was damage such as scratches and chips at the a-rubber of the bending section. Therefore, mechanical stress (load) such as dent and hitting was applied to the electric circuit inside the image sensor of the image sensor unit built-in the distal end of the scope, and the status of the electric connects became bad, and it had a bad influence on the image signal output and it became unstable. The accumulation of electrical load (stress) of repeated energization to the image sensor mounted in the image sensor unit including the electric parts mounted on the electrical circuit board, applied static electricity accidentally or the status of the electric connects became bad temporarily and it had a bad influence on the image signal output and it became unstable due the to overcurrent such as insertion or pulling while the system was on. Moreover, on the applied voltage such as overcurrent occurred due to insertion and pulling of the connector while the system was on, overcurrent from other components or electrical wiring, or adhesion such as dust or moisture at the system and the electric contacts of the video connector. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image]. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had compromised image, no image, un-restorable error code during connection during inspection for use for an unknown therapeutic procedure. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to damage on charged coupled device (ccd) unit, insulation resistance value does not meet specification, scratches cracks and chips throughout the device, due to wear of angle wire, bending angle in up direction does not meet specification, and due to damage on lock engagement lever, bending section cannot be fixed firmly, the investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.